Event description:
Reported that iol implanted in the right eye of a pt in 2000 has since opacified. Visual acuity reported as 20/60, od & prognosis is guarded. Explant will be necessary, but will be performed by another doctor.